Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The e-100 generator was analyzed and the complaint regarding the generator not working was not confirmed by failure analysis. The unit was installed onto a test system, and it energized/cauterized with a vessel sealer extend instrument installed, with no issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not working. Prior to calling intuitive surgical, inc. (Isi) technical support, the site rebooted the e-100 generator and the issue remained. The power button on the e-100 generator reportedly was white. When the customer had the vessel sealer extend (vse) on, the instrument led was amber, which indicated that there was an energy or instrument error, or there was an incompatible instrument connected. The technical support engineer (tse) recommended trying another vse instrument and another reboot of the e-100 generator. The customer would do so when having a chance. The customer continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the errors and replaced the e-100 generator to resolve the issue. Isi has received the e-100 generator; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.